Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Service history review: lot #p032127 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is august 5, 2008. The source of the manufacture date is the release to warehouse date. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the tip was broken. The repair technician reported ¿loose component¿ as the reason for repair. The cause of the issue is unknown. The following parts were replaced: tip for trd impactor. This item was repaired, passed synthes final inspection. And returned to the customer on 30-apr-2015. The evaluation was confirmed. A service history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor failed inspection due to a broken tip. There was no patient or surgical involvement; however, it is unknown when or how the tip became broken. This report is 1 of 1 for com-(B)(4).